Manufacturer narrative:
Complaint conclusion: info received from the scripps study indicated that a pt experienced restenosis on numerous occasions after having coronary artery stents implanted. The pt's medical history and indication for the procedure are unk as are the vessel/lesion characteristics and procedural details. In 2005, the pt rec'd a single cypher stent to the proximal left anterior descending coronary artery (lad) due to restenosis of a prior bare metal, brachytherapy, and taxus stent. In addition, the pt underwent balloon angioplasty of the mid to distal lad due to restenosis of previous implanted bare metal, cypher and taxus stent. The sterile lot number for the initially implanted cypher stent is unk, therefore, a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited info provided, it is not possible to determine what factors may have contributed to the reported events.

Event description:
In 2005, the above pt was enrolled into the study and received a single cypher stent to the proximal left anterior descending coronary artery (lad) for restenosis with a history of prior bare metal, brachy therapy, and taxus stenting. In addition, the pt underwent balloon angioplasty of the mid to distal lad for restenosis with a history of previous bare metal, cypher and taxus stenting. In 2006, the pt returned for coronary angiogram secondary to recurrent angina. The pt was found to have in-stent restenosis of the mid lad (area of previous cypher, taxus and brachytherapy), which was treated with balloon angioplasty. Of note, the proximal lad stents were patent. The pt will be kept overnight for observation and discharged the following morning in stable condition. Six months later, the pt returned for repeat angiography and was found to have in-stent restenosis of the proximal lad which was treated with balloon angioplasty. The pt was admitted for overnight observation and discharged the following morning in stable condition. In 2007 the pt returned for angiogram and was found to have in-stent restenosis of the mid lad, which was treated with balloon angioplasty. In addition, the pt was placed on a 30 day trial of oral sirolimus. The pt tolerated the procedure well and was discharged the following morning in stable condition. The pt returned eight months later due to recurrent angina. Angiography showed in-stent restenosis of stents placed in the mid to distal lad; this was treated again with balloon angioplasty. The pt was kept overnight and discharged the following day in stable condition.